Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of noise that resulted in oversensing were noted on the right ventricular (rv) lead. All other electrical parameters were stable and in range. The patient presented in clinic and provocative testing was unable to confirm the lead noise. X-ray was performed and revealed subclavian crush on the rv lead. The rv lead was capped and replaced and the patient was stable and will continue to be monitored.